Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. On an unknown date, the patient heard the pump beeping and went into the office. They set her up for a replacement and put her on oral meds. There were no known environmental, external, or patient factors that may have led or contributed to the issue. This reporter was unaware of any diagnostics/troubleshooting performed. The pump was replaced and was beeping after explant. The pump off passcode was provided to stop the beeping. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. The morphine pump dose was 5.5 mg/day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis had difficulty accessing the drug reservoir prior to decontamination. Destructive analysis identified residue in the drug flow path. Analysis also revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 400 mcg/ml clonidine at a dose of 275.3 mcg/day, 50 mg/ml bupivacaine at a dose of 34.4 mg/day, and 8 mg/ml morphine at a dose of mg/day via an implantable pump for non-malignant pain. It was reported that the hcp was able to aspirate out the expected reservoir volume of fluid, but could only fill with 4-5 cc of drug at the rsd (reflex sympathetic dystrophy syndrome) patient¿s pump refill on (B)(6) 2017. The hcp had already tried a new refill kit and confirmed patency. The hcp stated the refill began okay at first, but then became very hard to aspirate or fill with drug. The hcp moved the refill kit needle back and forth slightly at the bottom so of the port, so he knew he was in the reservoir fill port. The hcp stated he was then unable to aspirate or fill with drug. It was troubleshooted with the hcp for the locked reservoir valve procedure, but that was unsuccessful. The hcp stated with the rsd patient he was stuck with having to try that troubleshooting (forcefully pushing 3-5 cc of preservative free normal saline with a 3-5 cc syringe).the hcp stated he would try that and call back if that did not work for refilling the patient¿s pump successfully. There were no medical symptoms reported. There were no further complications reported.

Event description:
Additional information was received from a representative on 2017-may-03. It was reported again that the representative was notified on (B)(6) 2017 that the patient heard the pump beeping and informed the physician who then put the patient on oral medication and scheduled the pump to be replaced for (B)(6) 2017. It was indicated that the facility informed the manufacturer of the case on (B)(6) 2017 but no history was given and the representative was never notified by the physician or patient of any issues. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. It was indicated again that the pump would be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated that the incident had been reported and submitted. The only additional information the representative had to add was it was unknown which alarm the patient may have been hearing. There were no further complications reported.